Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the healing abutment could not be seated onto the implant. Tooth location 4.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 10, 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. The reported device was received for evaluation. The reported condition of does not seat was not confirmed. Visual evaluation of the as returned device identified cuts/signs of wear on the abutment due to usage. Functional testing was performed and the healing abutment was able to engage into the implant as normal. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. The probable cause for the reported event is clinician failure to follow recommended protocol for implant placement and final seating or excessive torque applied during placement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.